Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis was not communicating with server and showed offline in remote support services. The customer stated that this malfunction caused a delay of 5 hours in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that the issue had been resolved by the customer, who ensured the cable was correctly plugged into the pyxis machine. The system functioned as intended after the customer resolved the issue.